Event description:
It was reported that during implantable pulse generator (ipg) program check the device was found reached elective replacement indicator (eri). The ipg reached premature battery depletion during warranty period. The patient was with severe cardiomyopathy, tumour and had ventricular fibrillation. Physician determined due to patient medical condition, no replacement operation would be performed under such situation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.